Event description:
It was reported that, pt reported partial knee replacement on (B)(6) 2010. Pt reported that his knee didn't work. It was loose and it was determined that the pt needed revision to a total knee replacement on (B)(6) 2010.

Manufacturer narrative:
Add'l info has been requested and if rec'd will be provided in a supplemental report.